Event description:
On (B)(6) 2009, patient reported that on the morning of (B)(6) 2009, he woke up and noticed his infusion set had fallen out of the infusion site. Patient states when he got up, he noticed the infusion set had fallen out, and changed immediately. Patient stated he had this problem frequently in the past and was sent an adhesive dressing. Patient stated it stopped happening, so he stopped using the adhesive dressing, but still has some. Educated patient on how to use the adhesive dressing and how to utilize the sandwich technique. Patient disposed of the product. No physiologic effect was reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was returned.

Manufacturer narrative:
No product will be returned for evaluation.